Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported possible over delivery anomaly of the pump. Customer reported blood glucose value of 67 mg/dl. Customer was treated with juices, candies/ glucagon shot. The event involved product(s) mmt-1884, mmt-342 , mmt-441ag. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342 . No product return is required for mmt-441ag.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0871 inches. Successfully downloaded history files and traces using thump and carelink. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Daily total of bolus unit delivered was not recorded in the history or trace files due to insufficient data. Pump was cut open to perform visual inspection and found moisture damage on the motor. P-cap was attached and locked into place properly. The following were noted during visual inspection: dried insulin - motor slide, missing display window/cover, cracked keypad overlay, stained keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and serial number label missing. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. No device problem found. However, found dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.